Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged unexpected battery power loss or replace battery alert/replace battery now alarm, insulin pump error 23 alarm and visit to emergency room for high blood glucose levels found on (B)(6) 2021. Also, on case-(B)(4), svn#: (B)(6) - customer returned insulin pump for an alleged visit to emergency room for high blood glucose level found on (B)(6) 2021, on case-(B)(4), svn#: (B)(6) - customer returned insulin pump for an alleged insulin pump error 41 alarm and insulin pump error 43 alarm found on (B)(6) 2021 and on case-(B)(4), svn#: (B)(6)- customer returned insulin pump for an alleged failed battery test or battery failed alert found on (B)(6) 2021. The insulin pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and device accuracy test at 0.086720 inches. However, the insulin pump had a high sleep current measurement. Insulin pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected insulin pump error 23 alarm noted. No unexpected insulin pump error 41 alarm and insulin pump error 43 alarm noted during the testing. Successfully downloaded history files and traces using thump. Successfully uploaded insulin pump to carelink. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. No alarms/alerts were found in the history files or traces for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 14:00:43.000, (B)(6) 2021 15:22:32.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 17:18:00.000, (B)(6) 2021 17:02:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 02:49:00.000 and (B)(6) 2021 02:59:00.000, (B)(6) 2021 02:33:00.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2021 03:20:00.000 and (B)(6) 2021 03:30:00.000, (B)(6) 2021 03:04:00.000 and (B)(6) 2021 03:04:00.000 and power loss alarm was recorded and found in the formatted. History file on: (B)(6) 2021 09:43:31.000, (B)(6) 2021 03:15:19.000 and (B)(6) 2021 03:15:27.000. Insulin pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2021 03:15:03.000. Insulin pump error 41 alarm and insulin pump error 43 alarm were recorded and found in the formatted history file on: (B)(6) 2021 07:09:00.000. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump passed the sleep current measurement. The insulin pump had a high sleep current measurement, problem isolated on the electrical board 1. Insulin pump error 41 alarm and insulin pump error 43 alarm was confirmed, problem isolated on the motor assembly. Force sensor zero offset within specification (23.2 millivolts). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Unable to verify customer alleged for high blood glucose. The force sensor is within specification and the motor functioning properly. Insulin pump error 23 alarm was not confirmed. Failed battery test or battery failed alert and unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Failed battery test or battery failed alert and unexpected battery power loss or replace battery alert/replace battery now alarm, problem isolated on the electrical board 1. Insulin pump error 41 alarm and insulin pump error 43 alarm was confirmed, problem isolated on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported that this was the second time the battery went dead in the middle of the night. Blood glucose was 300 something mg/dl. Customer got post reset ram crc error alarm and said she was able to clear and rewind the pump. Customer also reported a power loss alarm that she was able to clear and rewind the pump after. Customer put in a battery and now it says reservoir and tubing. Incident date is (B)(6) 2021 per sap for pump. Customer treated with insulin pump. Customer also mentioned that on wednesday, (B)(6) 2021 she had high blood glucose of 339mg/dl which she treated with bolus but it went up to 514mg/dl and 532mg/dl. She went to the emergency room for that. Please see (B)(4) for the high blood glucose on (B)(6) 2021.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in b5 section of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to emergency room for high blood glucose on unknown date. Blood glucose level at the time of the incident was 514 mg/dl and another time it was 532 mg/dl. Customer was treated with fluid and insulin for high blood glucose. Customer also reported that their was unexpected battery alarm and post reset ram crc error alarm. Customer was able to clear the alarms. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.